Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial(ra) lead of this patient was explanted due to infection and erosion. Additional information received from the field representative that the patient was hospitalized due to pocket erosion. No additional adverse patient effects were reported. The product was explanted.